Event description:
A parent called in to report that her daughter's bg levels were really high (466) when woke up that morning. She reported that her bg reading was 198 the night before. The caller wasn't sure if the pod was delivering insulin or not. There were no further problems reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of the high bg levels and could use another device or backup therapy if required.